Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent loss of capture (loc} on the left ventricular (lv) lead. High capture thresholds were noted by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).